Event description:
It was reported that a user on ilet therapy did not perform meal announcements for several days due to unawareness of the requirement, during which the basal and correction algorithm adapted aggressively; the event was characterized as a use error related to an incorrect procedure and involved the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.